Event description:
Atrial bipolar lead impedance warning on (B)(6) 2025. Atrial impedance trend exhibited high out of range impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).